Event description:
Ventilator (newport ht50) was operating on resident while using internal battery. Resident was being transferred in the hallway, ventilator alarmed one long alarm tone then stopped operating. Resident was with staff member that immediately began manually ventilating the resident and respiratory therapist was called. Therapist noted ventilator not to be operating and attempted to turn the ventilator on and ventilator began operating again and volumes and pressures were noted in the monitoring screen of ventilator. Ventilator operating for 2-3 mins and then shut down again, noting audible alarm. Ventilator was removed from service immediately and resident was placed on another ventilator. Ventilator was noted to have a device alert light on and "system error" on front panel and monitoring window.